Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), product ID: 977a290, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a study exit on (B)(6) 201817. The reason for exit was that all enrolled products were inactive. There was an explant without replacement. Relevant medical history includes failed back surgery syndrome (fbss) in 2009, depression, back pain with leg pain, osteoarthritis, laminectomy, vertebroplasty, decompression, and corpectomie. Additional information received reported that the reason for study exit and inactive product was unknown. The patient was treated at a different hospital. No further complications were reported or anticipated.